Event description:
A malfunction alarm with code malf 6 was reported, and fault ID 0x20bc was noted, indicating an issue with the customer's pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, tandem technical support arranged to send a replacement pump and instructed the customer on putting the old pump into storage mode. The customer was advised to use multiple daily injections (mdi) as a backup therapy and to return the problematic pump using a pre-paid label.